Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: a failure of the power supply unit as confirmed by the olympus repair department. Additionally, over eight years have passed since the device was manufactured, therefore parts of the power supply unit likely deteriorated over time.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the front panel kept blinking when it switched on. Olympus malaysia checked the subject device and found that the reported phenomenon was duplicated due to the failure of the converter. There was no report of patient injury associated with the event.